Event description:
An ophthalmic technician reports the laser stopped firing after several shots were fired during surgery. The ophthalmic technician stated the procedure was aborted, the shot pattern reloaded and the laser still would not fire. The system was reset, the shot pattern reloaded and the surgeon was able to compete the procedure. The ophthalmic technician stated the surgeon was satisfied with the patient's outcome and the pt was not seriously injured by this event.

Manufacturer narrative:
Reporting of this complaint at this time is based on receipt of a letter from the FDA dated april 10, 2008 in which the agency informed alcon that complaint (event date: 2006) should have been reported as a serious injury MDR. As a result of that injury report, a 2-year reporting timeframe was initiated for all complaints of the same type. All complaint files for the ladar6000 were reviewed for this type of event starting 2006. This MDR filing is a result of that retrospective review. Determination of root cause: assessment: during the on-site investigation, the territory manager, (tm) was unable to duplicate the reported problem, however, was able to identify the event as reported in the surgery database. The tm ran test surgeries and ran multiple surgery day performance tests, but found no problem. The tm replaced the digitizer as the most probable cause and performed a successful system verification. The returned part was tested by manufacturing and was found to be functioning properly. Conclusion: based on the results of this investigation, the root cause could not be definitively identified. This report mailed in to FDA on: 07/09/2008.